Event description:
It was reported that customer experienced recurring CGM error 42 on pump while using G7 sensor, and error continued even after pump reset. There was no reported impact to the customer¿s blood glucose level. Customer was advised to use multiple daily injections as backup insulin therapy and a replacement pump was sent.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.